Manufacturer narrative:
Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 the patient is currently on aspirin hold due to recurrent gastrointestinal (gi) bleeding. On (B)(6) 2019, it was reported by the clinician the patient was admitted for gi bleeding on (B)(6) 2019. On (B)(6) 2019, an esophagogastroduodenoscopy (egd) was performed. No active bleeding site was determined; however, the patient was found to have esophagitis. Patient was treated with two units of packed red blood cells (prbcs) on (B)(6) 2019. The patient reported symptoms of dyspnea on exertion and light headedness. The patient was discharged on (B)(6) 2019. No additional information was provided.